Manufacturer narrative:
Covidien cts reference # (B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.

Event description:
Customer states: after 5 minutes use on a patient at hospital, a nurse confirmed the cuff got gradually deflated and it could not be kept to be fully inflated. Customer confirmed that no fault was identified during pretesting efforts. The information provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no additional harm to the patient.